Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 vein guide was bent at the end. A new device was opened to complete the procedure. There was a minimal procedural delay. No adverse events were reported.

Manufacturer narrative:
Trackwise#: (B)(4) /updated sections: b4, g3, g6, h2, h3, h6, h11.the device was returned to the factory for evaluation on 07/16/2024. An investigation was conducted on 08/07/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There was no visual defects observed on the intact heater wire. There were no visual defects observed on the clear hot jaw insulation. The clear cold jaw silicone insulation was observed to be peeled and detached from the cold jaw, exposing the cold metal jaw tip. The detached silicone insulation was not returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was not confirmed, however the analyzed failure "peeled; delaminated; jaw" was observed. The lot #3000378554 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.